Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease flat. Leak test and microscopic analysis was performed which identified: device no leakage and white particles inner the shell. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is the unit is intact and functional and wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side ¿possible deflation¿. Additionally, healthcare professional reported capsular contracture, baker grade iii, and "crease/folding of implant." Device has been explanted.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii, and "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., d.9., g.2., h.3., h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side ¿possible deflation¿. Device remains implanted.